Event description:
On (B)(6) 2013 pt reported the pt is having issues with the infusion device. Pt stated the down button on the infusion device does not respond. Pt reported he does not recall getting the button recall notification. Pt stated that about last winter or so the down button stopped responding. Pt reported he thinks he was at home when he noticed the issue. Pt stated he noticed the issue because the button would not respond during priming. Pt reported the button does pop back up when pressed and does not seem flat. Pt stated the failure is constant and the button does not work if it is pressed hard. Pt reported the button does make a sound when it is pressed. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
The infusion device was evaluated, and the complaint was verified. The down button does not operate. The connection of the flex print is interrupted.